Manufacturer narrative:
Upon receipt at our (B)(4) laboratory this lead was subjected to visual analysis. Only the proximal segment of the lead was received, severed 142mm from the terminal pin. Multiple points of coil deformation and insulation damage were noted. Resistance testing was completed on the returned lead segment to assess lead electrical performance and insulation integrity. The damage was determined to be consistent with the clinic observation of twiddler's syndrome.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be severed and partially explanted due to the patient manipulating the lead. The remaining portion of the lead was explanted upon the patient's presentation to clinic. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
From MDR report#2124215-2012-15530 (submitted on 01/11/2013). Upon receipt at our post market quality assurance laboratory this lead was subjected to visual analysis. Only the proximal segment of the lead was received, severed 142mm from the terminal pin. Multiple points of coil deformation and insulation damage were noted. Resistance testing was completed on the returned lead segment to assess lead electrical performance and insulation integrity. The damage was determined to be consistent with the clinic observation of twiddler's syndrome.

Event description:
Boston scientific received information in november 2012 that this right ventricular (rv) lead was found to be severed and partially explanted due to the patient manipulating the lead. The remaining portion of the lead was explanted upon the patient's presentation to clinic. No additional adverse patient effects were reported. This device is no longer in service. A proximal lead segment was returned to boston scientific in 2012 and was analyzed by boston scientific quality assurance laboratory. In april 2019, boston scientific received information from a journal article titled: an itchy lead-first reported case of ventricular pacemaker lead self-extraction. The journal author reported that a 98 year old female patient with a history of severe alzheimer's dementia, paroxysmal atrial fibrillation, hypertension, chronic kidney disease, and depression received an altrua pacemaker for sick sinus syndrome and syncope. Approximately 6 months later, the patient was referred to cardiology from a memory care unit after being found with blood on her clothes and a wire sticking through her skin near the implanted device. A lead was reportedly found on the floor near her. The patient was not aware of any issues and she was hemodynamically stable. It was determined that the right ventricular lead had been extracted and transected but that the right atrial lead was undisturbed. It was noted that the patient's escape rhythm was less than 30 beats per minute, but her EKG showed right atrial pacing with ventricular sensing. Pacemaker interrogation revealed sudden change in right ventricular pacing impedance from 490 ohms to greater than 2500 ohms. The patient was treated prophylactically with antibiotic given concern for infection with disruption of the subcutaneous pacemaker pocket. The following day, the patient was presented back to the operating room for removal of the transected right ventricular lead and revision of a subcutaneous pocket with repositioning of the remaining right atrial lead. There was no report of right atrial lead dislodgement. Post-operatively, the patient recovered without incident. Vitals remained stable throughout hospitalization and the patient was discharged on post-operative day 1. The pacemaker device and right atrial lead remained in-service.